Event description:
It was reported that the user experienced hyperglycemia while using the ilet after inadvertently leaving the infusion tubing disconnected following prior troubleshooting; the user reconnected the tubing, performed a blood glucose test of 337 mg/dl, calibrated, and then completed a guided supply change, after which glucose trended down to 303 mg/dl with a diagonal-down trend arrow. Symptoms included hyperglycemia accompanied by nausea. Outcomes included stabilization in progress without need for medical intervention or hospitalization. Investigation included customer interview, blood glucose assessment, confirmation of infusion site viability, device calibration, and guided replacement of infusion set and cartridge. Investigation of this case revealed use-related interruption of insulin delivery due to an unconnected infusion line, with no device malfunction observed and the infusion site confirmed viable. It was concluded, based on previously established findings for similar reports, that the cause was user error related to an incomplete reconnection of infusion tubing leading to transient hyperglycemia.